Event description:
It was reported that the bd micro-fine¿+ pen needle unable to deliver the medication. The following information was provided by the initial reporter, translated from chinese to english: the customer brought the needle to the pharmacy on (B)(6) 2023 and reported that the needle could not inject the liquid medicine during the injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-mar-2023. H6: investigation summary samples were received and an investigation was performed. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle unable to deliver the medication. The following information was provided by the initial reporter, translated from chinese to english: the customer brought the needle to the pharmacy on (B)(6) 2023 and reported that the needle could not inject the liquid medicine during the injection.